Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The device evaluation was unable to confirm the reported phenomenon as the device functioned normally and passed the cosmo test. A visual inspection of the device did not find any sharp edges, missing parts or any abnormalities with the insertion tube. The exact cause of the patient's outcome could not be conclusively determined at this time. It was noted that the device was purchased on march 14, 2008 and was last serviced on september, 2015 and no abnormalities were found. A review of the device history records showed no anomalies with the manufacturing process. If additional information becomes available at a later time, this report will be supplemented accordingly. The instruction manual warns users: "do not strike, hit, or drop the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope's distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." The manual also states: "be sure to prepare another endoscope to avoid interruption of the examination due to equipment failure or malfunction."

Event description:
Olympus was informed that at the beginning of a colonoscopy procedure, the patient sustained a perforation of the sigmoid colon. It was reported that the physician had concerns about the stiffness with the device's insertion tube and knob controls contributed to the reported event. The patient was transferred to another user facility and required an open surgical procedure to repair the perforation sustained. No further information was provided. Olympus followed up with the user facility in writing and via telephone to obtain additional information regarding the reported event, and it was stated that the device was inspected prior to the procedure and no abnormalities were found. It was reported that the patient's condition was fair after the open surgical procedure.